Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective the o2 mixer assembly. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective the o2 mixer assembly. Correction: replaced defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.